Event description:
Reportedly, during the first in clinic follow-up the impedance and the sensing values were within acceptable range but a loss of capture was spotted (even at 5v). The physician decided to explant the lead the lead.

Event description:
Reportedly, during the first in clinic follow-up the impedance and the sensing values were within acceptable range but a loss of capture was spotted (even at 5v). The physician decided to explant the lead the lead.

Manufacturer narrative:
Summary of the investigation: the review of the quality documents indicated that the lead met all the requirements of the specifications during inspections. As no patient files were provided, it was not possible to review the recorded data prior the explantation and to confirm the reported loss of the atrial capture. The investigation of the return lead revealed a failure of the hermeticity bubbles test. This is most likely related to an internal cut observed on the internal insulation, which could be induced by the explantation procedure (cuts are present at the same position on the external insulation). Following the above abnormality, electrical insulation tests were carried out in dry and wet conditions and revealed normal insulation impedance between the electrical lines. The investigation concludes that the cause of the reported electrical issue (loss of the atrial capture) could be related to a welding issue at the connector level. The root cause of this abnormality is currently unknown and under investigation. Ongoing actions are carried out to prevent it to re-occur. The vega r52 s/n (B)(6) was released before the actions carried out to prevent re-occurrences. The investigation results are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.